Event description:
The following has been provided to davol by the patients attorney: (B)(6) 2009 - a bard composix hernia patch was inserted into the patient following a serious car accident. The patient therefore had to undergo several more operations. Attorney alleges defective mesh and additional surgery.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. No lot number has been provided by the patient's attorney; therefore, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.